Event description:
During the coiling embolization treatment, it was reported that resistance was experienced at an acute turn in the patient's anatomy as the coil was being advanced in the catheter and it broke inside the catheter. The broken coil and catheter were removed from the patient. No patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The IFU (instructions for use, u.s.) For axium coil includes the following warning: "if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implanted pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and the coil."(B)(4).